Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 566 mg/dl. Customer stated that the insulin pump had an insulin flow blocked alarm and insulin was exited. Auto mode feature was unknown at the time of event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.